Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
The vns treating neurologist reported that high lead impedance was found upon performing diagnostics. X-rays were ordered and were sent to the manufacturer for review, but were not viewable so could not be assessed. Attempts to obtain another copy of the x-rays were unsuccessful. The patient has not had an increase in seizures or painful stimulation. Attempts for additional information have been unsuccessful to date. Attempts for additional information from the neurologist's office have been unsuccessful to date. Although surgery is likely, it has not occurred to date. Review of the manufacturer's database revealed there were numerous normal mode diagnostics performed during the device history with the last on (B)(6) 2012 which was within normal limits. However, there were no system diagnostic tests performed to check the continuity of the vns system with the available history.

Event description:
Analysis of the generator and lead was completed. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. Lead breaks were identified in the positive and negative coils. Scanning electron microscopy images of the positive coil show appearance suggesting that a stress-induced fracture has occurred in at least two strands of the quadfilar coil. Due to mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism cannot be determined on other strands. Also, the positive coil shows what appears to be wear (flat surfaces) on the vicinity of the coil break. Also, what appears to be a void was noted in one strand in the vicinity of the coil break mating end. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Review of manufacturing history records performed. Review of lead manufacturing history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The neurologist¿s office reported on (B)(4) 2013 that the x-ray report indicates that no disruptions/lead fractures were seen on the x-ray regarding the vns system. The device was not disabled following observed of the high impedance as recommended in manufacturer labeling. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The last time system diagnostics were performed, they were within normal limits but the date that the diagnostics were last performed were not provided. Another nurse later reported on (B)(4) 2013 that clinic notes in (B)(6) 2013 indicated that vns was able to be reprogrammed and normal mode diagnostics showed high lead impedance. Since the x-rays showed no lead fracture, the physician dictated that the high impedance may be a problem with the electrode on the nerve. The physician does not feel that his seizures are increasing any; however, he increased the patient¿s medication which are within limits. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2013. The reason for replacement was prophylactic generator replacement and high lead impedance. The explanted devices were received by the manufacturer. However, product analysis has not been completed to date. The return product form indicated the reason for product return was "lead discontinuity."